Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2017 with the following findings: a review of the pump¿s black box showed one cs 012 call service alarm. During testing, the pump successfully completed the ez-prime sequence and was exercised for 24 hours with no errors, alerts or warnings occurring. The pump performed within required specifications. The cs 012 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.